Event description:
It was reported that the 9800 system had precharge error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was found to be weak. The customer will replace batteries. A follow up report will be filed when add'l details become available.